Manufacturer narrative:
(B)(4):during processing of this complaint, attempts were made to obtain complete event, patient and device information.(B)(4) - excessive force.the device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). The guide wire was returned with blood and contrast on the coils, consistent with the reported use. The tip was separated 1.5 centimeters (cm) distal to the center solder as reported. The separated portion, including the tip ball and coils were not returned. There was a bend in the core 5 millimeters proximal to the separation. The tip coils completely stretched distal to the center solder. There was no other damage noted to the guide wire. The outer diameter of the core were measured and met manufacturing criteria. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, device size selection and accessory device support; and is typically not associated with a product quality deficiency. In this case, the lesion site was described as being a heavily calcified chronic total occlusion (cto) which likely contributed to the difficulty crossing. Scanning electron microscopy (sem) analysis of the returned guide wire suggests that the core failure may be attributed to ductile overload. The core fracture propagated diagonally and exhibited evidence of twisting. The distal coil failure may be attributed to torsional overload. The sem analysis findings are consistent with the reported information that the wire tip became stuck in the plaque and force was used to free the guide wire causing an overload of the wire material and the tip to separate. It should be noted that the instruction for use (IFU) states: do not: torque a guide wire if the tip becomes entrapped within the vasculature. In this case, it appears that guide wire was torqued while entrapped in the lesion and force was applied during removal which caused the separation. As a result of the separation, an unspecified snare device was successfully used to capture the guide wire tip and it was removed from the patient anatomy. It was further noted that the procedure time was extended for about two hours total and the patient received additional contrast media injection due to the guide wire tip detachment and snare retrieval. Overall, the reported difficulty advancing and subsequent damage appears to be related to case circumstances. A review of the device lot history record did not reveal any nonconforming material records for this lot relevant to this report. Additionally, a query of the complaint-handling database was performed and there have been no similar incidents reported for this lot. There is no indication to suggest a product quality deficiency. Manufacturing performs visual inspection of the guide wire tips after being loaded into the dispenser, performs non-destructive tip pull test and performs outer diameter inspection of all devices prior to packaging. Additionally, quality control performs reliability testing to verify product quality.

Event description:
It was reported that during a procedure of the restenosed, heavily calcified chronic total occlusion (cto) in a right coronary artery (rca), the cross-it 200 xt guide wire was being used with the drilling technique; resistance was met and the guide wire could not be rotated as the tip became stuck in the plaque. It was noted that force was used to free the guide wire and the tip became separated, remaining in the plaque. Using an unspecified snare device to successfully capture the guide wire tip, it was removed from the patient anatomy. It was further noted that the procedure time was extended for about two hours total and the patient received additional contrast media injection due to the guide wire tip detachment and snare retrieval. The procedure was discontinued and the intervention will be scheduled for a future date. The patient was reported as fine. Though requested, no additional information was provided.